Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal event. A remote interrogation was sent and revealed no irregularities or episodes. Requests for information have been unsuccessful. No additional adverse patient effects were reported. The system remains in service.